Event description:
It was reported that the pulse generator exhibited short low frequency noise with low amplitude. The device remained implanted; intervention would be determined.

Manufacturer narrative:
(B)(4).